Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting showed that the blank display was due to a dead battery; the issue was resolved during the call. The customer also reported that he had a recent blood glucose level over 400 mg/dl. Troubleshooting was declined. Caller stated that the insulin pump had recently been exposed to high magnetic fields. The insulin pump was not replaced or returned for analysis.